Event description:
It was reported that an ilet device developed a cracked touchscreen, after which the screen became unresponsive and the unlock function worked intermittently; the device had been synced prior to shutdown and photographs were provided, with the specific component implicated as the touchscreen and the device problem characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related issue consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.